Event description:
It was reported the pump device was at end of life/end of service (eol/eos). The reporter indicated that the pump logs read on (B)(6) 2013 indicated eos occurred with another message which said to replace the pump by (B)(6) 2013. The pump also had a message of ¿stop pump may have exceeded tube set¿. The pump had been stopped since (B)(6) 2013. The reporter noted the eos was normal and the pump was being replaced the day of report as well, but the reporter was unsure if the elective replacement indicator (eri) date was missed ¿or what happened¿. The patient did not have any symptoms related to the event. The pump was used to deliver morphine. It was later reported that the pump was discarded at the hospital, thus it was not to be returned.

Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type catheter; product ID 8840, serial# unknown, product type programmer, physician. (B)(4).